Manufacturer narrative:
Upon reassessment of the reported event, it was determined that it was reported under the incorrect MFR number. The initial report was forwarded in error and should be voided. The report will be reported under a ponce MFR number.

Event description:
Upon reassessment of the reported event, it was determined that it was reported under the incorrect MFR number. The initial report was forwarded in error and should be voided. The report will be reported under a ponce MFR number.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that patients 5 underwent hip revisions due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.